Event description:
It was reported that after successfully implanting a 2.25x28 rx xience, xience prime stent delivery system, in a mildly calcified lesion in the non-tortuous mid posterior descending coronary artery, it was noted that the device had expired. There were no adverse patient effects and the stent was delivered successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device and packaging labels could not be performed. However, a review of the labels attached to the elhr for this lot confirmed that the product was used past the labeled expiration date. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot, did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: note the use-by (expiration) date on the product label. Additionally, the IFU states: do not use after the use-by (expiration) date. Based on the information reviewed, there is no indication of a product deficiency.